Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2017 and a meshx2 were implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/07/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 8/13/2020. H6 patient codes: 3189-surgical intervention. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2018. It was reported that the patient underwent a burch colposuspension procedure on (B)(6) 2018. Mwr: (B)(4) submitted for adverse event which occurred on 3/27/2018. Mwr: (B)(4) submitted for adverse event which occurred on 9/25/2018.